Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient experienced an event where she was not sure if the continuous glucose monitoring (cgm) alarmed as she was sleeping. Upon awakening, her blood glucose (bg) level was ¿too low,¿ and her son called emergency medical service (ems). No symptoms were specified. An ambulance transported her to the emergency room (ER). Treatment included ¿IV sugar water,¿ presumed to refer to IV dextrose to elevate her bg level and stabilize her condition. The healthcare provider (hcp) discarded her sensor and the transmitter. The patient used a tandem insulin pump. At the time of the report the patient surmised that she probably did not hear the alarm when she was sleeping. She could not provide any bg finger stick or cgm comparison values. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.